Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2025 and the patient began experiencing burning sensation and redness on (B)(6) 2025. The patient consulted hcp who confirmed the symptoms as infection. The hcp prescribed efferalgan (painkiller) and augmentin (antibiotic) for 3-4 days. The patient is currently using the system with up-to-date information. This incident does not require further investigation.

Event description:
Senseonics was made aware of an incident where the patient experienced infection at the insertion site. The symptoms first appeared on (B)(6) 2025. The patient consulted hcp who prescribed painkiller and antibiotics.